Event description:
It was reported that a symptomatic patient experiencing fatigue presented in clinic for follow up. The pulse generator was pacing at the rate of 55 beats per minute. Upon interrogation, it was noted that the device exhibited premature elective replacement indicator. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.